Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. During preparation of a mitraclip nt and upon testing establishing final arm angle (efaa) as per the instructions for use (IFU), the clip arms opened partially. Troubleshooting was performed and the clip passed the efaa. The procedure began and it was noted that the transseptal puncture was suboptimal despite numerous attempts. The nt clip was advanced to the mitral valve and both leaflets were grasped. While performing efaa the clip arms slowly opened. Troubleshooting was performed however the clip still failed efaa. The clip was removed from the patient without incident. A replacement nt clip was used to complete the procedure reducing the mr grade to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported clip opening while establishing final arm angle could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).